Manufacturer narrative:
Manufacturing reference number: (B)(4).

Event description:
According to the reporter, the device operator was treating a segment of barett's esophagus and the treatment went well. When the device operator was removing the catheter from the esophagus and coming back through the stricture, the coiled electrode unfurled and made it difficult to remove the device from the patient. There was no damage caused.